Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. According to the patient, on (B)(6) 2025, the patient experienced a rash, redness, infection and swelling at the needle puncture site. The patient self-treated the area with bactine. He then went to an urgent care clinic on (B)(6) 2025 and was diagnosed with cellulitis. He was treated with oral keflex and topical mupirocin ointment. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.